Event description:
It was reported that during a competitors implantable cardioverter defibrillator replacement procedure, the atrial lead exhibited noise. The device was reprogrammed. The lead remained implanted; the patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.